Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure devices were not visible after placement due to be ablated endometrium, however,they were easily placed bilateral tubes without complications/it was difficult to visualize coils due to ablated endometrial tissue that was floating". The patient's medical history included dysfunctional uterine bleeding, gravida I, paratubal cyst and augmentation mammoplasty. Current weight (B)(6). Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included body mass index normal, hemorrhage (nos), uterine bleeding, adenomyosis and perineal pain. Concomitant products included fexofenadine, loratadine and tramadol. On (B)(6) 2014, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial infection ("infection (other), describe: "bacterial infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain lower ("cramps"). The patient was treated with surgery (ablation and hysterectomy (full) with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain and abdominal pain lower had resolved and the menorrhagia, vaginal haemorrhage, bacterial infection and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bacterial infection, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan - on (B)(6) 2014: there is an approximate 15 mm space between the region of the cornua and the essure on the right. The right tube appears occluded. Essure is in place. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming: pelvic pain, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs & mr received. Case become incident and medically confirmed. Injury nos replaced with new events. Reporter's information was added. Patient's demographics were added. Product details added. Added event abnormal bleeding (vaginal, menorrhagia), bacterial infection, dysmenorrhea (cramping), pain, lower back pain, abdominal pain, medical device monitoring error. Updated outcome of events. Historical drug, historical condition,concomitant condition, concomitant drug, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.